Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set noted no holes or tears. The set was inspected for cracks, crazing or breaks on the components. There was a 0.386 inch crack observed on the female luer. No other damages were observed. Functional testing was performed and no leaking was noted. Pressure testing was performed and a leak was observed between the female luer and the syringe. The root cause of the leaking pca sets was identified as a crack on the female luer on the y-site.

Event description:
The customer reported that the pca set was leaking at connection to primary set in ob. A new pca set was setup and there was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.